Manufacturer narrative:
As of 01/22/2019 returned product and retained samples were submitted to the lab for testing in addition to review records of biocompatibility tests.

Event description:
The initial report on (B)(6) 2018: consumer stated that product tore his skin and caused red bruising. Consumer informed that he had a cut and used neosporin and bandages. The completed customer information request (cir) was received on 01/11/2019. Consumer stated that he required medical treatment. He spoke with the nurse practitioner that recommended to treat area with neosporin and aloe vera.